Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The material could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had image problem. Upon inspection of the customer¿s returned device it was observed, foreign object was noted inside the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned it was observed, due to damage on up/down (u/d) knob, water tightness was lost, due to wear of angle wire, the play of u/d knob was out of the standard value, the adhesive on the bending section cover (a-rubber) had a crack, due to clogging of the nozzle, water removal ability did not meet the standard value, the u/d knob had a scratch, the lock engagement (fe) knob had a scratch, the fe lever had a scratch, the connecting tube had a scratch, the plastic distal end cover (c-cover) had a scratch, the light guide (lg) lens had discoloration, the objective lens had discoloration, the standard (s)-connector had a scratch, the protector of the universal cord on s-connector side had a scratch, the universal cord had a scratch, the grip had a scratch, the switch box had a scratch and the right/left (r/l) knob had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.